Event description:
Per phone call, customer called and stated, "the brakes on both sides are not locking. She stated whenever she puts them in a locked position the hand brake comes back up."

Manufacturer narrative:
It was reported that the brakes on the rollator were not functioning as intended ("wheel locks are not locking"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.